Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning the pump explant.

Event description:
A health care professional reported that the patient elected to have the pump explanted. There was no pump malfunction.